Event description:
It was reported that on (B)(6)-2005, the patient underwent an l5 pars interarticularis repair and bilateral spinal fusion using rhbmp-2/acs. On (B)(6)-2007, the patient underwent an l5 autologous iliac crest bone grafting procedure augmented with rhbmp-2/acs. At an unknown time post-op, imaging studies reportedly showed that the patient developed uncontrolled bone growth and resulting nerve compression at the site of implant. The patient now suffers from chronic pain and radiculitis, and emotional distress and mental anguish. No further information was provided.

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of symptomatic bilateral pars interarticularis defect ( spondylosis of l5) and underwent following procedure: pars interarticularis repair bilateral l5 . Instrumentation using cable. Autogenous local bone grafting using the right iliac crest harvest through a separate subcutaneous and fascial incision augmented with rhbmp/2. Per op-notes, ".... The surgeons implanted the bmp sponge from the transverse process into the pars interarticularis defect and the posterior laminar surface of l5 bilaterally. .. ." (B)(6) 2007, the patient presented with pre-op diagnosis of non union pars repair , left side of l5 and underwent following procedure; removal of instrumentation, left side. Exploration of repair / fusion . Re-instrumentation using sponger cable , left side of l5. Autologous iliac crest bone grafting augmented with rhbmp/2. Per op-notes, ".. The surgeon applied bmp autologous bone at the area of the defect and filled it with cancellous autologous bone and we used the cortical cancellous graft to hold it in place with the bmp .. ."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.